Event description:
It was reported that (4) 355ld and (2) 511sd were used during a lap cholecystectomy procedure. It was reported by the rep that during the lap chole the trocar seals were tearing during the procedure. The trocars were out of a lap chole kit. When individual trocars were opened to complete the procedure the same problem occurred. There was no pt consequence. The trocars from the kit were saved and are being shipped for eval. The individual trocars were not saved, however the packing label will be sent as well.